Event description:
The subject demo device was interrogated in its box by the subsidiary on (B)(4) 2012. Reportedly, a known programmer software issue (atp settings are changed when "first interrogation" in the pre-programmed modes is clicked) has been corrected for other models, but is still observed with this ovatio ICD upon interrogation with 2.36j software version. The customer requests a correction also for ovatio devices.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.